Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the 3.5 x 33 mm multi-link 8 stent delivery system (sds) was unpackaged for use. When the protective sheath was removed, the stent dislodged from the sds balloon, and remained in the sheath. There was no resistance felt during removal of the sheath. The sds was not used, and replaced with a new 3.0 x 28 mm xience prime sds. There was no patient involvement and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported stent dislodgement was confirmed. Based on the analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.